Event description:
It was reported via a surgeon that a patient with an implanted edwards aortic bioprosthetic valve was diagnosed with "mild/mod aortic stenosis and severe aortic insufficiency from what was thought to be a flailed leaflet", after an implant duration of approximately 14 years. The patient underwent an implant of a transcatheter aortic valve within the subject device (valve in valve), and was noted as stable post procedure.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Regurgitation and stenosis of an bioprosthetic valves are dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature and mechanism of the reported flailed leaflet leading to the severe aortic insufficiency cannot be further evaluated. A flailed leaflet can be related to calcific tissue degeneration, non calcific tissue degeneration, and/or non structural dysfunction. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event. No further action is required.